Event description:
Clinical study. It was reported that 1701 days after a coronary durg eluting stenting treatment procedure, the patient had chest pain and required a target vessel reintervention (tvr). The index procedure treated a 3.25x25mm, 80% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.0x32mm drug eluting stent. The lesion was post-dilated with 0% residual stenosis. At 1701 days post index procedure, the patient underwent cardiac catheterization due to recurrent chest pain and a positive exercise treadmill test. Cardiac catheterization revealed 80% in-stent restenosis in the lad just beyond the origin of the diagonal branch. The distal portion of the stented segment was widely patent. The ostium of the diagonal branch had 70-80% stenosis and 70% stenosis in the proximal portion. The ostium of the 1st obtuse marginal branch (0m1) had 70% stenosis. A 3.5x23mm non-bsc stent was placed in the lad along with a 2.5x18mm non-bsc stent in the diagonal branch with a final kissing balloon dilatation in the bifurcation. Further testing was planned to determine whether the om1 required intervention. The event was resolved the next day. The physician noted it was possible the serious adverse event was related to the study device.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.